Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four inappropriate shocks and the patient was admitted to the hospital. The episode occurred on (B)(6) , but the health care professional (hcp) wanted to know why the alert was received two days later. Technical services (ts) discussed that the transmission from march 1st was from a consult transmission, which does not do alert checks. This remote transmission came from the patient's communicator, and it was likely that the patient was not near their remote monitor (due to hospital admission) until two days later when the alert was received. Review of the episode suggests the patient's rhythm was sinus tachycardia, and the rate sped up into ventricular fibrillation (vf), where therapy was delivered. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this ICD system delivered inappropriate anti-tachycardia pacing (atp) and shocks due to what appeared to be an atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed device features and programmed parameters. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four inappropriate shocks and the patient was admitted to the hospital. The episode occurred on march 1st, but the health care professional (hcp) wanted to know why the alert was received two days later. Technical services (ts) discussed that the transmission from march 1st was from a consult transmission, which does not do alert checks. This remote transmission came from the patient's communicator, and it was likely that the patient was not near their remote monitor (due to hospital admission) until two days later when the alert was received. Review of the episode suggests the patient's rhythm was sinus tachycardia, and the rate sped up into ventricular fibrillation (vf), where therapy was delivered. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.